Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the tampon unraveled inside her and she had to manually remove the tampon and it was a mess. She experienced an odor.